Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6), was not returned for evaluation. The heartmate ii lvas IFU is currently available. Right heart failure is listed as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to right heart failure. Additional information was requested but not provided.